Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced intermittent high blood glucose (bg) levels ranging from 500 to 600mg/dl. The cause of the high bg was unknown. Manual insulin injections were administered to address bg level.